Event description:
A customer reported that their tandem mobi pump would not turn on. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.